Event description:
Doctor head of the ortho and trauma department reported to our sales rep that he was performing surgery procedure. While insertion of the drill assembly, the apex pin broke at the tip of the distal tibia. The surgeon removed the tip. A replacement was available to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.